Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed, the reported complaint. Failure analysis found, the primary finding of broken curved blade to be related to the reported complaint. Broken piece approximately 0.28" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error. Root cause of the failure is typically attributed to mishandling/misuse. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported, that during a da vinci-assisted pancreaticoduodenectomy surgical procedure. The instrument blade was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind. And there was no reported injury.